Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired due to an ischemic bilateral middle cerebral artery stroke. The implanting center does not believe that the stroke was related to mechanical circulatory support.

Manufacturer narrative:
A direct correlation between the device and the reported stroke could not be determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 2 years, 3 months.it was reported that the pump would not be returning for evaluation as an autopsy was not performed and the pump was not explanted. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.